Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 531 mg/dl at the time of the incident. The customer's spouse reported that they had to take pump off due to surgery, for about 12 days. The customer was hospitalized ant treated in hospital. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The drive support cap appeared normal (slightly indented). The customer's spouse declined to troubleshoot. The insulin pump will not be returned for analysis.